Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) during warranty period and was reported as premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.